Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2045 mcg/ml at 204 mcg/day via an implantable pump for intractable spasticity. The company rep reported that the patient had an magnetic resonance imaging (MRI) earlier today and the pump was still showing as stalled more than 2.5 hours after the time he first interrogated the pump. Advised the company rep that motor stall recovery should show in logs relatively soon. The company rep stated that patient was in-patient at facility and they were prepared to administer oral baclofen if needed; patient was not currently experiencing any symptoms. Additional information was received from healthcare provider (hcp) via the company representative (rep) reporting the patient being in-patient at facility was not related to the medtronic device and/or therapy, they were admitted for unrelated issues. The company rep went back the following morning and checked patient's pump. It recovered approximately 15 minutes after they left the evening before.